Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheters had a bleb along the side between the balloon and the drain hole which was discovered when the user tried to place the catheter but were having difficulty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters had a bleb along the side between the balloon and the drain hole which was discovered when the user tried to place the catheter but were having difficulty.